Event description:
It was reported that this right ventricular (rv) lead exhibited noise and high, out of range (>125 ohms) shock impedance. Boston scientific technical services were contacted and recommended lead integrity testing and defibrillation threshold testing (dft) to exclude lead impairment. Additional information has been requested, but not yet received. At this time, the rv lead remains implanted and in service.